Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6) female patient who was receiving baclofen 2000mcg/ml (lot number unknown) at 725 mcg/day via an implantable pump for intractable spasticity and cerebral palsy (cp). On an unknown date, the patient¿s catheter became disconnected. On (B)(6) 2015, the patient had surgery to reconnect the catheter. No patient symptoms were reported. Additional information has been requested regarding the missing drug information, the patient¿s medical history and concomitant medications, the event date, troubleshooting and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.